Event description:
The customer reported that the t:slim x2 pump battery would not charge, with a power source alert indicating an issue. After attempting various troubleshooting steps, the problem remained unresolved. There was no adverse impact to the customer¿s blood glucose level. Consequently, the customer switched to multiple daily injections (mdi) as a backup therapy. Tandem technical support arranged for a replacement pump to be sent and instructed the customer on the process for returning the faulty pump.